Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 27, 2024.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted august 22, 2019.

Manufacturer narrative:
This report is submitted on august 07, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.